Event description:
Customer reported an issue with the spectrum monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's cpu board. Unit was tested to factory's specifications.